Event description:
It was reported that there was a hole in the pneumatic hose of the drill. No other info was provided by the user facility. Multiple attempts to gather add'l info on the event were unsuccessful.

Manufacturer narrative:
Device investigation was performed and a hole in the pneumatic hose was confirmed.